Manufacturer narrative:
The insulin pump passed the displacement test and the self test with no alarms. The insulin pump was monitored and functioned properly. The insulin pump was received with a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was the insulin pump alarmed failed self-test. Alarms were also noted in the history of the device. Customer's blood glucose was normal. No further information reported.